Manufacturer narrative:
Approximate age of device - 2 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection and went to the operating room on (B)(6) 2017 for a driveline site infection debridement and vac placement. It was unknown when the patient was first diagnosed with the infection as the patient was transferred to the current facility from another institution last spring and was already on suppressive treatment for the established infection. The lvad clinician reported that the patient had no prior surgical treatment for the driveline infection. The patient is currently receiving IV antibiotics with the vac in place but will no longer be on oral suppressive antibiotics due to global resistance. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.